Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that prior to a knee arthroscopy procedure three of the customer's 4mm ultra aggressive plus were received with a breach in the seal, which caused the devices to fall out of the packaging. The case was completed with a fourth like-device with no patient harm or delay. Two of the devices are returning. The third was discarded by the customer.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: the complaint device was received and inspected. The complaint can be confirmed. The device was received inside the alleged damaged packaging. It was observed that the side of the thermoformed blister that is closest to the proximal end of the barrel burr was breached, and a circular portion seemed to have been punched off. This type of failure has been observed previously, extensive root cause analysis from past investigations has revealed that this type of failure can occur when the device experiences a high drop on the observed damaged end. Additional investigation was performed. The occurrence rate of this failure was compared against the risk management documents and found to be within acceptable limits. Further, a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.